Event description:
It was reported that this implantable pacemaker pacing impedance is out of range on the right atrial (ra) lead. The impedance measurement is less than 200 ohms. The presenting electrogram (egm) shows far-field oversensing and atrial undersensing observed. It was noted the lead trends consistently show low atrial impedance measurements around 200 ohms with unipolar configuration. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker pacing impedance is out of range on the right atrial (ra) lead. The impedance measurement is less than 200 ohms. The presenting electrogram (egm) shows far-field oversensing and atrial undersensing observed. It was noted the lead trends consistently show low atrial impedance measurements around 200 ohms with unipolar configuration. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information this device was explanted and replaced. The existing ra lead and right ventricular (rv) lead were connected to the new device. This is all the information provided, and additional information has been requested. Outside of the revision, no additional information has been received.

Event description:
It was reported that this implantable pacemaker pacing impedance is out of range on the right atrial (ra) lead. The impedance measurement is less than 200 ohms. The presenting electrogram (egm) shows far-field oversensing and atrial undersensing observed. It was noted the lead trends consistently show low atrial impedance measurements around 200 ohms with unipolar configuration. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information this device was explanted and replaced. The existing ra lead and right ventricular (rv) lead were connected to the new device. Additional information has been requested. Outside of the revision, no additional information has been received. Additional information received advised this device was disposed of by the hospital and will not be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.